Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07453. It was reported the patient lost effective coverage due to both of the patient's drg leads migrated. Programming was unsuccessful in recapturing pain relief. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein both leads were explanted and replaced. Effective therapy was restored post-op.